Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a crack on battery compartment and stated that its hard to lock compartment. The customer¿s blood glucose level was unknown. Customer stated the cover is loose and has tape on it. The customer stated pump gets bumped while in pocket and cracked on top of battery compartment. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.